Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a burning sensation above their device.

Event description:
Additional information indicates that when the patient came in for his follow-up appointment, no issues were identified. His device pocket healed properly and there were no signs of infection. The patient is stable.